Manufacturer narrative:
Follow-up #1: date of submission 08/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the reported line through the display screen was unable to be confirmed or duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim and discolored. Also unrelated to the complaint, the ok keypad button was found to be intermittently responsive to button presses. The remaining keypad buttons were found to be responding as expected. There was no damage or peeling found to the keypad cover. The keypad cover was removed and found contamination was found under all key contacts. The battery cap was also found to be missing. A test battery cap was used for testing purposes to complete investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).